Event description:
A customer observed a non-repeatable postively biased tsh result on a patient sample. The biased result was not reported. Biased results of the magnitude and direction observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that there were no analyzer malfunctions, and the equipment was operating as intended. Maintenance procedures were up to date. Qc results were acceptable. No other assays were affected. Repeat testing of the original sample yielded non-biased repeatable results. The root cause of this event is unknown.